Event description:
Revision surgery - the pt had arthrofibrosis in the right knee.

Manufacturer narrative:
The reason for this revision surgery was to remedy symptoms from arthrofibrosis after 1.5 years of patient use. The outcomes attributed to this event are non-serious. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 26th complaint for this part number: 15 due to infection, three for instability/poor joint issues, two for limited range of motion, one due to arthrofibrosis, one due to arthritis, one revision, one due to trauma, and one for pain. This is the first complaint for this lot number. The root cause was due to arthrofibrosis. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.